Manufacturer narrative:
During inspection, the technician cited the root cause to be a collision. He stated that the account reattached the elbow cover of the spring arm before his arrival. The technician completed an inspection of the spring arm's elbow cover and found the device to be functioning as designed.

Event description:
The spring arm's elbow cover fell during a procedure. The plastic cover struck the patient in the back of the head. No patient or caregiver injury was reported.